Manufacturer narrative:
D7a, h6: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump kept beeping and the screen was red. The patient switched to her backup pump and resumed infusion. During the next mix, the patient retried the same malfunctioned pump and was given another error. The patient does not recall what the pump stated but was able to move to her backup pump, which worked fine. One mix was wasted in the process. There was a patient involvement, but no harm.